Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00143 on 06/29/2017 for falsely elevated advia centaur cp cardiac troponin I (tni-ultra) results. 07/07/2017 - additional information: results on the problematic samples decreased to expected values after re-centrifugation, and repeat of samples. Pre-analytical factors cannot be ruled out. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, we cannot rule out pre-analytic factors leading to fibrin interference as the causative agent. A preventative maintenance and tdef upgrade were performed by the siemens customer service engineer (cse). Precision was tested post service and the results were monitored for two weeks under normal lab workflow. No additional discordant tni-ultra results were observed. While service found no definitive instrument issues as a root cause, system maintenance cannot be ruled out. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call, and found no system issues. A siemens technical application specialist (tas) was at the customer site, performed a precision check of 100 negative pool samples, and observed one high troponin result (0.070). The cse returned to the customer's site, perform a system preventative maintenance, verified probe calibrations, decontaminated the system, and performed a precision check of 60 negative pool samples. There was one high troponin result (0.11) observed. The cse updated the t-def, ran quality control, repeated the precision check of 45 negative pool samples, and the results were acceptable. The cause for the initially elevated advia centaur cp tni-ultra results is unknown and may be attributed to pre-analytical factors or the actions performed by the cse. The customer samples tubes are centrifuged for 5 minutes at a speed of 5000 (units unknown). Pre-analytical factors cannot be ruled out. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, we cannot rule out pre-analytic factors leading to fibrin interference as the causative agent. The customer has accepted the data from the precision check of 45 negative pool samples, however siemens will continue to monitor. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Falsely elevated advia centaur cp cardiac troponin I (tni-ultra) results were obtained by the customer on two patient samples. For the first patient (sid (B)(6)), the initial tni-ultra result was considered discordant compared to a lower result on a new blood sample drawn the following morning as part of a cardiac protocol. The customer performed repeat tni-ultra testing on the original sample after re-centrifuging, and the results were lower than what was originally reported. A corrected report was issued by the customer. For the second patient (sid (B)(6)), the initial tni-ultra result was considered discordant compared to a lower result on a new blood sample drawn later in the day as part of a cardiac protocol. The customer performed repeat tni-ultra testing on the original sample before, and after re-centrifuging, and the results were lower than what was originally reported. The lower tni-ultra result after re-centrifuging was what was reported to the provider. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur cp tni-ultra results.